Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.there have been no other complaints reported in the lot number.additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) it was exchanged due to being the 'wrong lens'. Additional information was requested.

Manufacturer narrative:
Additional information provided. The lens was returned in the replacement lens case. The lens has been cut across the center into two pieces. Power and resolution testing cannot be conducted due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. It was reported the wrong lens was implanted. The root cause for the reported event cannot be determined. A malfunction has not been indicated against the lens. Power and resolution testing cannot be conducted due to the optic damage. The monofocal 15.0 diopter was replaced with a toric 15.0 diopter with +2.5 add power. The manufacturer internal reference number is: (B)(4).